Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guidewire crossed the lesion, an intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. Subsequently, a non-bsc balloon catheter was advanced to dilate the lesion but the ivus still failed to cross the lesion. Then a 4.00 x 32 synergy¿ drug eluting stent was advanced along with a guidezilla guide extension catheter but failed to cross the lesion. After several attempts, it was noted that the proximal shaft got separated. The procedure was completed with a 4.0x28 synergy drug eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found that the hypo tube was broken 292mm distal to the distal end of the strain relief, multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guidewire crossed the lesion, an intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. Subsequently, a non-bsc balloon catheter was advanced to dilate the lesion but the ivus still failed to cross the lesion. Then a 4.00 x 32 synergy¿ drug eluting stent was advanced along with a guidezilla guide extension catheter but failed to cross the lesion. After several attempts, it was noted that the proximal shaft got separated. The procedure was completed with a 4.0x28 synergy drug eluting stent. No patient complications were reported and the patient's status was stable.